Event description:
During follow-up, false automatic mode switch due to noise and oversensing was observed on the atrial lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion proximal to the suture sleeve tie impression location, breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the external insulation abrasion which is consistent with friction to the device can.